Event description:
Preoperative diagnosis: failed l2-l3 second-third lumbar vertebrae x-stop.procedure: revision l2-l3 placement of an x-stop spinous process blocker.patient was seen back in clinic for postoperative examination and at that time, radiographs were obtained and it was noted that the patient's hardware had failed and that the x-stop was no longer connected. It was decided at that point that urgent revision was required and the patient was booked for the or for the following day.